Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer lost consciousness on his boat due to low blood glucose and had to be treated by emt. The patient's blood glucose was not recorded. The customer did not want to reveal any information about the incident but insists that the sensors do not work on his insulin pump. Customer was advised that we would be happy to help but would need more information about the incident. The customer declined to share any information. No further information was provided.